Event description:
On (B)(6) 2011, patient reported, he was having some issues with the up/down arrow buttons on his infusion device. Patient stated, he was aware of the recall. Patient reported, he became aware of the issue when he was attempting to bolus a few days ago. Patient stated, the button does pop back out after being pressed. Patient is currently using his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.